Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging an intermittent power issue with the pump. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that the pump had given replace battery alarms twice in the morning. He replaced the pump's battery twice and the issue was no longer occurring. He was able to complete the rewind, load, and prime steps. However, he mentioned that the device had rebooted 4 times that morning. The patient confirmed that the pump's battery cap was tight. He denied that the pump was exposed to trauma or water. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): evaluation revealed that the pump boots to verify screen with auditory and vibratory alarms. The pump was tested with an external power supply and was not drawing excessive current. The idle, sleep, rewind, and align currents are within specifications. The pump was exercised for 24 hours with no battery alarms/warnings occurring. There was no physical or moisture damage to the battery cap or compartment. The battery cap fastens securely and holds power to the pump. The battery cap height and width were tested on the bench and all measurements are within normal specifications. Unrelated to this complaint, the keypad was peeling below the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were intermittently unresponsive and the contrast button was unresponsive when pressed. There was contamination under the key contacts. The original complaint was observed in the black box but not reproduced on the bench.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.